Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of fever, peritonitis and swelling at side of catheter implantation in a patient coincident with dianeal low calcium 1.5% twin bag therapy for end stage renal disease (esrd). Dianeal therapy was ongoing. On (B)(6) 2012, the patient was hospitalized for an unknown indication. On (B)(6) 2012, the patient received a catheter implantation for pd therapy. On (B)(6) 2012, the patient was discharged. On (B)(6) 2012, the patient experienced a fever and their temperature was 39 degree celsius. The patient was treated with an unknown antibiotic. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. During hospitalization, it was found that there was swelling at the side of the catheter implantation. On (B)(6) 2012, the patient was treated with piperacillin tazobactam and cephazolin. On (B)(6) 2012, piperacillin tazobactam was stopped. On (B)(6) 2012, the patient started ceftazidime. At the time of this report, the patient remained hospitalized and treatments with ceftazidime and cephazolin were ongoing. At the time of this report the patient was recovering from the peritonitis. An opinion of causality was not reported for the events of fever and swelling at side of catheter implantation. Per the doctor, the event of peritonitis was unlikely related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.